Event description:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Gfe confirmed this case was created due to action being taken because of an fsn received; however, no malfunction was being reported and no malfunction was found with the device. We should close this record as a non-complaint.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Gfe confirmed this case was created due to action being taken because of an fsn received; however, no malfunction was being reported and no malfunction was found with the device. We should close this record as a non-complaint. H3 other text : there is no allegation of malfunction or defect of this device indicated in this record at this time. Gfe confirmed this case was created due to action being taken because of an fsn received; however, no malfunction was being reported and no malfunction.

Event description:
It was reported to philips that device has external paddle cable and pad adapter cable damage. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.